Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during procedure for a cerebral arteriovenous fistula / embolization, the marker band of the microc atheter was not seen on angiographic image. The vessel was medium level tortuosity and small in diameter. No patient injury was reported.

Manufacturer narrative:
The marathon microcatheter was returned for analysis. No damages or irregularities were found with the marathon microcatheter hub. No bends or kinks were found with the marathon microcatheter body. The marathon microcatheter distal end does not appear to be bent or shaped. Approximately 0.6mm of the marker band and distal tip were found missing from the marathon micro catheter. The location of the missing segment is not known. The tubing material at the broken end exhibited with jagged edges and stretching. The marathon micro catheter was flushed, water exited from the distal end. No other anomalies were observed. Based on the device analysis and reported information, the report of marker band dislodged was confirmed, as the distal marker band, and tip of the marathon microcatheter was found to be separated and missing. The broken end exhibited plastic deformation of the tubing material (jagged edges and stretching), which indicates that catheter separated when pulled and exceeding the tensile strength of the tubing material. The marker band can become dislodged due to resistance or damage. However, the root cause could not be determined. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per marathon instructions for use (IFU): ¿inspect the catheter prior to use to verify that it is undamaged. To assist with insertion of the microcatheter in to the hub, the following accessories may be used: a guidewire, stylet, and/or introducer sheath. Advance the stylet or guidewire through the catheter, keeping the catheter body straight; close the one-way stop-cock; loosen the hemostatic valve; introduce the catheter through the hemostatic adapter; tighten the valve around the catheter to prevent backflow, but allowing some movement through the valve by the catheter; open the one-way stop-cock; advance the catheter such that the stylet or guidewire remains in the guiding catheter; once the catheter has been advanced to the end of the guiding catheter, if using a stylet withdraw the stylet from the catheter. In addition, never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perfor ation. If information is provided in the future, a supplemental report will be issued.